Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the stylus tip position on the touch screen was out of calibration. It was noted that the stylus was missing a part, the logo button was missing, and the bullets assay were missing/broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's display would not remain calibrated. It was noted that calibration was attempted three times, and the stylus was replaced, but the issue persisted. The programmer is expected to be returned for service. There was no patient involvement.